Manufacturer narrative:
The drill was received by the manufacturer, however the complaint could not be replicated. Based on the results of the device evaluation, the drill performed according to all specifications. Preventative maintenance was performed and the device was returned to the user facility.

Event description:
It was reported that during a craniotomy, the drill heated up. Backup equipment was used to complete the procedure, causing a 10 minute delay. No patient or user injury was reported, and no other adverse consequences were alleged with this event.